Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 6944-65, implanted: (B)(6) 2001; product ID: 5076-52, implanted: (B)(6) 2013; product ID: 429688, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient developed an infection requiring the implantable cardiac defibrillation (ICD) system to be removed. During the removal of the ICD system the physician reported the patient died and that the laser lead extraction may have contributed to the death.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.